Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. The device's power ac cable and connector would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped.